Manufacturer narrative:
A ge service representative performed an over the phone investigation. The customer's biomedical department evaluated and adjusted the ps1 power supply 5vdc. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system exhibited an error. Additional information was received from the field service engineer confirming that the system locked up. No patient serious injury or death was reported related to this event.